Event description:
Physician telephoned manufacturer requesting information re treatment of an adverse event resulting from "misprogramming a patient's pump last week." Patient's dose was reprogrammed to decrease the dose. "Patient is doing better but still spastic. Daily dose was increased to 245 mcg per day and patient is now vomiting and light headed." Hcp refused to provide any additional details as the event "was in the past and the patient is doing better today." Caller was directed to a medical consultant. Attempts to reach reporter at provided phone number have been unsuccessful. Hcp is not listed as a care provider in manufacutrer's data base. Drug and provider of drug not identified.